Event description:
The pt had obvious sluff from prior implant as noted during cystoscopy one month after initial injection. The pt was relatively asymptomatic but had necrotic urethra on the right side. The current condition of the pt was listed as satisfactory. No additional information or further complications have been reported.